Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited emergency room on february 14, 2022 due to high blood glucose level and diabetes ketoacidosis. The high blood glucose level of customer was 522mg/dl at the time of hospitalization. The current blood glucose level of customer was 170 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. It was found that customer had experienced symptom at the time of high blood glucose level including feeling sick or unwell, increased thirst, abdominal pain. Customer was tested for ketone. Customer was treated with intravenous insulin drip, overnight stay in the hospital and had been drinking lots of fluids. The insulin pump had failed battery alarm and hardware low level failure alarm while performing self test. Customer was able to rewind and insulin pump passed self test. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.